Event description:
The customer stated that he was hospitalized due to hypoglycemia. The blood glucose reading at the time of the event was not reported. The customer stated that he had a high blood glucose reading that he treated by bolus with the insulin pump, but nothing happened, so he took another bolus. The customer was unwilling to perform troubleshooting. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.